Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), fatigue ("fatigue") and abdominal pain lower ("cramps,"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, abdominal distension, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), fatigue ("fatigue") and abdominal pain lower ("cramps,"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, abdominal distension, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('gen. Abnormal bleeding.') And sickle cell anaemia ('sickle cell anaemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sickle cell anaemia (seriousness criterion medically significant), migraine ("migraines"), abdominal distension ("bloating"), fatigue ("fatigue"), abdominal pain lower ("cramps,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headache"), nausea ("nausea"), hypersensitivity ("allergic reaction") and back pain ("back pain radiating down legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent surgery to remove essure) and blood transfusion. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, sickle cell anaemia, migraine, abdominal distension, fatigue, abdominal pain lower, dyspareunia, menorrhagia, headache, nausea, weight increased, hypersensitivity and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, sickle cell anaemia and weight increased to be related to essure. The reporter commented: received treatment for : dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, headache, nausea, weight gain, sickle cell anemia, allergic reaction, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, headache, nausea, weight gain, sickle cell anemia, allergic reaction, back pain radiating down legs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.